Event description:
Additional information from the rep indicated that theoverdischarge was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt is needing MRI. Caller states she was troubleshooting with pt's controller earlier and saw a message with a question mark or arrow. Caller was not with pt at time of call to clarify further. Caller noted she doesn't think pt uses the scs anymore and noted pt said she hasn't touched her programmer in 2 years. Rep called without patient present. Rep reports patient has not used their device in "multiple years", however would like to recover it to have an MRI. Rep asked how to recover the ins. Tss reviewed physician recharge mode, por screens and MRI eligibility form. Sent rep the eligibility form with the guidelines. Caller working with pt whose ins is in overdischarge (od).  Caller told by pt that pt tried 6 hrs of phy mode recharging (prm) but still wasn't able to charge normally. Tss reviewed steps for starting prm. Tss also reviewed finding out more about the MRI needed and possibly using the MRI elig form to help clear pt for MRI instead of recovering ins. Sent caller MRI elig form. Caller with pt at time of call and started prm successfully. Caller is going to try to do 1 prm and see if they are able to charge normally after that. Tss reviewed that it would take several hours of charging after that to get ins into MRI mode. Mdt rep called back looking for further explanation of MRI eligibility form. Tss reviewed appendix c: MRI scan-type eligibility form. Mdt rep indicated he would review with hcp. Hcp called on (B)(6) 2022 and reported a rep met with the patient today and said the rep said the ins battery was dead and patient had not used the scs in years. Rep reported multiple attempts were made to recharge the ins and none were successful. Device will be left in patient unused. The hcp is aware of the situation.